Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was using the device and claims that the clip would not completely close. He also claims that there was a "scissoring effect" when he would fire the clip mechanism. The surgeon took photographs of the clips on the pt's cystic artery and they will be submitted with the device for analysis. Another device was used to finish the case. No pt consequences.